Event description:
It was reported that the pt underwent a surgical procedure on (B)(6) 2009 and a sling was implanted. The pt experienced pain, erosion of internal bodily tissue and other injuries, and has undergone add'l surgeries and revisionary procedures. No add'l info is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion - no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.